Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a crack in twist clamp however the set did not leak. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported cracked twist clamp was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set cracked which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use for approximately five months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.